Manufacturer narrative:
The device was received. Investigation is not yet completed.

Event description:
Device malfunction: handle broke. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure, the xceed stent was half way deployed at the target lesion when the handle mechanism broke. The device was removed without incident. There were no reported adverse pt effects. Though requested, no additional info was available.